Manufacturer narrative:
Visual inspection found the top case to be cracked by the cable guards. Event history log revealed a check clutch error. Error was duplicated during flow testing. Upon further mechanical evaluation the nut for the position potentiometer was found loose. This can result from normal wear as the pump is over 6 years old. Once the position potentiometer was fixed, the device was found to pass all deliver, accuracy and functional testing.

Event description:
Pump alarmed "check clutch." No patient injury or adverse event was reported.